Event description:
Physician was using the spiderfx in a pt for embolic protection in an svg. Physician prepped the device and had trouble getting the .014 guide wire to exit the primary guide wire notch. Physician had to bend it in order to sub select the primary guidewire. Physician proceeded to load the wire. Physician manipulated the delivery catheter in to the svg and it caused the guide catheter to buckle. Resistance was felt when trying to remove the spiderfx. The decision was made to remove all prods from the pt and start over. Physician then inserted another guide. After injecting, the radiopaque marker was spotted int the svg. At that time they discovered that the green delivery catheter had broken off and was in the pt. An 8 fr guide and snares were used but was unsuccessful in retrieving. Physician was advised by surgeon to stent it against the vessel wall. 15 cm is still hanging into the aorta and the surgeon is planning on taking the pt to the or in a few days. The pt was stable when returned to ccu.